Event description:
Rec'd report of infected seroma and that 9 months after surgery a piece of mesh was explanted.

Manufacturer narrative:
We are awaiting the return of the devices for investigation. A f/u report shall be submitted upon completion of the eval.